Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was premature battery depletion. It was noted that the actions required as a result of the event included explant and replacement. It was noted that the implantable neurostimulator (ins) had been replaced. It was noted that the patient¿s status at the time of the report was alive with no injury. Additional information received reported that there was no impedance testing, x-ray, and programming performed. It was noted that the patient was alive with no injury. Additional information received reported that the predicted longevity of the battery was 12 months. Additional information received reported that the programmed settings were 60 hz, 5 volt, 270 usec with bipolar stimulation used ¿24h/24h.¿ it was noted that according to the physician the battery depleted due to the intensity of the stimulation used ¿24h/24h.¿